Manufacturer narrative:
Date sent to the FDA: 1/5/2022. Additional information: d3 date sent to the FDA: 1/5/2022.

Manufacturer narrative:
Date sent to the FDA: 12/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and orchiectomy on (B)(6) 2018 during which the surgeon noted identifying the external oblique fascia and external ring and freeing up the scarred down area. Once the scarred down area was freed, the surgeon then freed the cord from the mesh and removed a portion of the mesh. It was reported that the patient experienced chronic pain. No additional information is provided.